Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, it was reported by the child that the patient experienced signal loss for over an hour. The reporter went to the patient's house at 12 a.m and found the patient had collapsed. The patient was not speaking and not moving but remained conscious. The reporter checked the bg which was 30 mg/dl. The cgm display device showed signal loss. There is no information about how long the cgm was in signal loss nor whether the patient was aware of the signal loss. The reporter called 911 and the patient was treated with an unspecified shot for hypoglycemia. The patient recovered after a few minutes and could talk; the patient was then transported to the hospital and admitted for 1 week. There was no documentation of further medical intervention for hypoglycemia. At the time of follow up, the patient was discharged and stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.